Event description:
I've had the essure put in on (B)(6) 2010 and I've been having sharp excruciating pain, it's so painful to where I'm double over in pain. I can be just sitting here as I am now and in my left fallopian tube I'm having extreme pain. Help, what do I do?